Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with possible epithelial basement membrane dystrophy associated with recurrent corneal erosion in the right eye ten week post photo refractive keratectomy (prk). The patient noticed foreign body sensation in the right eye especially in the morning. Sodium chloride hypertonicity ophthalmic ointment was prescribed and the patient is still being managed. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Sample has not been returned for evaluation. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).